Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported a allegation that a ventilator would not power on. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's power management board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported a allegation that a ventilator would not power on and the device's power management board needed to be replaced to address the issue. The power management board was replaced and it did not correct the issue. The device's system board was replaced to address the issue.